Manufacturer narrative:
Additional information was received that the cause of death was cardiogenic shock due to severe mitral regurgitation which worsened after the aortic valve implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned and prior to deployment, the coronaries appeared to have perfusion. The valve was released, and the patient became hypotensive. An echocardiogram indicated low cardiac output. Mitral insufficiency also increased. It was reported the patient expired the same day. The cause of death was not reported. It was noted that the transfemoral access was tortuous and an extra-stiff guidewire was used during the implant procedure.